Event description:
It was reported that at implant the superior vena cava (svc) coil impedance range was in the 40 to 50 range. Approximately one week later the impedance values were at 170 ohms. It was further reported by the nurse that the pin was loose at the connector so they took the patient back in and tightened the pin at the connector. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.